Event description:
It was reported that the paramedics were called due to the customer accidently taking insulin and having blood glucose readings of 44 mg/dl. It was noted that the customer was found unconscious when the paramedics were called. Customers wife treated him with juice and glucagon shots prior to the paramedics arriving. Customer stated that the insulin pump prompted him to disconnect as he was stuck in the rewind function, however he did not and insulin was accidently delivered when attempting to put in a new reservoir. Customer believes that this was completely his fault. Paramedics treated the customer with IV and shots. Customer also mentioned noticing an error alarm during the manual prime and a motor error alarm. Customer does not use the sensor feature and they were unable to complete the rewind sequence. It was noted that the customer had blood glucose readings of 404 mg/dl earlier in the day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.